Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference manufacturer report numbers: 2015691-2024-01012 and 2015691-2024-01013 for details of the other events. The date of the event is unknown; however, the journal article was received by the publisher on september 10, 2023. Therefore, september 10, 2023 was used as the occurrence date. Per the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. A pseudoaneurysm is a contained rupture of the myocardial wall. Typically, pseudoaneurysms will have to-and-fro blood flow into a cavity contained by pericardium, thrombus, or adhesions. Some pseudoaneurysms are harmless and go away on their own. Others are more serious. If they rupture, they can cause serious complications or death. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The cause of the pseudoaneurysm could not be determined; however, patient factors and/or procedural factors not provided may have contributed to this post procedure event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Journal article reference: von buchwald cl, mohammed m, shpilsky d, frisoli t, lee j, pedro engel gonzalez pa, wang d, o'neill b, o'neill ww, villablanca pa. Contemporary experience of percutaneous management of complex aortic and ventricular pseudoaneurysms associated to perivalvular leak. A case series and review of literature. Cardiovasc revasc med. 2023 dec 16:s1553-8389(23)00937-5. Doi: 10.1016/j.carrev.2023.12.006. H3 other text : device remains implanted.

Event description:
As reported from the journal article "contemporary experience of percutaneous management of complex aortic and ventricular pseudoaneurysms associated to perivalvular leak. A case series and review of literature", there was an 82-year-old woman with a history of atrial fibrillation, hypertension, pacemaker implantation, aortic stenosis and mitral stenosis. The patient underwent a transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien valve along with alcohol septal ablation in preparation for a mitral valve procedure. Approximately 2 months post tavr procedure, the patient presented with recurrence of dyspnea. During a pre-procedural computed tomography (CT) scan that was performed in preparation for valve replacement, a pseudoaneurysm measuring 26 x 9 mm was noted in the left ventricle (lv), originating just below the right coronary artery in the right coronary cusp. Due to the patient's elevated surgical risk, the procedure was initially attempted under intracardiac echocardiogram (ice) guidance, but despite multiple attempts, it was not possible to safety position the coils within the pseudoaneurysm. As a result, the procedure was rescheduled. Approximately 1 month later, the procedure was reattempted under transesophageal echocardiography (tee) guidance. An 8 mm muscular ventricular septal defect (vsd) occluder device was deployed from the left ventricle into the aorta followed by placement of 5 coils. The patient's course was uncomplicated and they were discharged the day following the intervention. The patient was noted to be new york heart association (nyha) ii at two months.